Event description:
It was reported that the device battery voltage was at a very low value for an implant of less than three years. Battery voltage trend showed a steady dropping of voltage resulting in suspected premature battery depletion. The device remains in use. No patient complications have been reported as a result of this event. (B)(6) 2014, it was additionally reported that the device reached elective replacement indicator (eri). The device was explanted and was replaced.

Manufacturer narrative:
Initially reported on (B)(4) 2012 via remedial action exemption report. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device indicated lock-up in an integrated circuit. Last battery measurement of 2.86v on (B)(6) 2012. (B)(4).